Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ra lead was undersensing. Atrial flutter events were classified as vt and the patient received inappropriate therapy. Lead to be evaluated and programming optimized. Device remains implanted.